Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized for a blood glucose (bg) level ranging between 480-485 mg/dl; cause was not known. Health care provider (hcp) considered ketone level to be dangerous. Customer administered manual injections to address bg/ ketones. No issues observed with the cartridge, infusion set or cannula. While in the ER/ hospital, customer was treated with intravenous insulin and saline. During an attempt to resume pump therapy, the customer loaded a new cartridge onto the pump and the cartridge leaked. Bg level was 200 mg/dl. A new cartridge was loaded onto the pump and insulin deliveries were resumed. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.